Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, h3, h6, and h11 the device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: fan was not working due to graphics processing unit (gpu) module failure a root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: cause traced to component failure due to failure of the gpu module should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Manufacturer narrative:
It was reported that the subject device had given color bars when plug it into the camera box. The event had occurred during the set up. There were no reports of patient involvement.

Event description:
It was reported that the subject device had a e116 alarm when starting up. The event had occurred during the set up of a therapeutic procedure of radical treatment of gastric cancer. The procedure was completed by using similar back-up device. There were no reports of patient harm.